Manufacturer narrative:
Analysis of the provided data confirmed the reported event, during the box change, atrial impedance value was >3000 ohms and the lead a cannot pace and sense. The subject lead (saint-jude 2088tc) was found defective. Therefore, it explains why the electrical values were not correct and why it has been decided to set vvir mode. No general malfunction is suspected on the eno dr (s/n: (B)(6). This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, the atrial lead show and impedance >3000 ohms. This impedance value is visible since the box change. Also, the lead a cannot pace or sense, and it is impossible to perform a threshold. Mode set to vvir 50.

Manufacturer narrative:
No additional information is available for the moment. We actively investigate to get information and to begin investigation for this case. Conclusion is not yet available.

Event description:
Reportedly, on (B)(6) 2024, the atrial lead show and impedance >3000 ohms. This impedance value is visible since the box change. Also, the lead a cannot pace or sense, and it is impossible to perform a threshold. Mode set to vvir 50.